Event description:
Patient was in for bloodwork. Attempted to withdraw the needle but could not get it out. The needle is defective. There appears to be a crack on the underside of the needle with a piece of metal sticking out. There are 2 lot numbers of the bd 21g green needles that were being used at the site today. There was 1 needle from bd lot # 0311516 and the remaining used by the phlebotomist were lot #0316181. They believe this is the lot number that contained the damaged needle.